Manufacturer narrative:
On 3/19/97, follow up info was received from the physician. The patient was seen on 10/8/96; the hypersensitivity symptoms resolved on 8/12/96.

Event description:
A pt was treated on 2/26/96 with two formulations of collagen into periorbital lines and the nasolabial folds. In 4/96 (exact date unknown), the pt noted "red lumps" at the periorbital treatment, sites. In 5/96 (exact date unavailable) the pt presented with erythema, swelling, and induration at the periorbital treatment sites. The physician diagnosed a hypersensitivity and prescribed oral claritin. On 7/19/96, the pt presented with persistent symptoms; oral prednisone was prescribed. On 8/12/96, the pt presented with persistent symptoms; oral seldane was prescribed. The physician also reported that in 8/96 (exact date unknown), the pt noted hair loss, which was attributed to chemical processing of the pt's hair.